Manufacturer narrative:
Investigation results: the hemopro 2 device and cannula were returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was detached from the tip of the hot jaw and was bent. Based upon the evaluation results, the reported complaint could not be confirmed for peeled silicone; however, it was confirmed for the detached heater wire. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone insulation peeled off of the hemopro 2 jaws while the device was being removed and cleaned. Nothing fell into the pt and no intervention was required. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital was unable to provide the exact event date; however, it was reported that the event took place between (B)(6) 2013.